Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the warning power on reset (por) code was seen and the therapy had stopped. It was unknown if the patient had recent over discharge events or medical appointments. The caller was redirected to the patient¿s healthcare professional (hcp) to have the device interrogated and it was noted that the por code could not be cleared. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.